Event description:
It was reported that the user experienced low and high glucose events while using the ilet system, and review of device data showed a user-entered weight change and patterns of pump overcorrection following elevated glucose that were not fully mitigated by meal announcements, suggesting grazing behavior and extended hyperglycemia preceding hypoglycemia. Symptoms included low glucose and high glucose readings. Outcomes included transient functional limitation without long-term impairment. Investigation included review of device logs and reports and user support troubleshooting and education. Investigation of this case revealed no device malfunction and user behavior consistent with frequent small meals leading to extended hyperglycemia and subsequent insulin overcorrection. It was concluded that the event was related to use pattern and that the device performed as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.